Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: ¿ movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. ¿ filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. ¿ perforation or other acute or chronic damage of the ivc wall. ¿ acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. ¿ deep vein thrombosis. ¿ caval thrombosis/occlusion. ¿ extravasation of contrast material at time of venacavogram. ¿ air embolism. ¿ hematoma or nerve injury at the puncture site or subsequent retrieval site. ¿ hemorrhage. ¿ restriction of blood flow. ¿ occlusion of small vessels. ¿ distal embolization. ¿ infection. ¿ intimal tear. ¿ stenosis at implant site. ¿ failure of filter expansion/incomplete expansion. ¿ insertion site thrombosis. ¿ filter malposition. ¿ vessel injury. ¿ arteriovenous fistula. ¿ back or abdominal pain. ¿ filter tilt. ¿ hemothorax. ¿ organ injury. ¿ phlegmasia cerulea dolens. ¿ pneumothorax.. ¿ postphlebitic syndrome . ¿ stroke . ¿ thrombophlebitis. ¿ venous ulceration. ¿ blood loss. ¿ guidewire entrapment. ¿ pain. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were provided and reviewed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the hospitalized patient at high risk for deep vein thrombosis/pulmonary embolism and contraindication to long-term anticoagulation had a vena cava filter deployed on hospital day eight. Approximately eight days post filter deployment, the patient experienced abdominal pain, pelvic pain, and a drop in hematocrit. CT scan of the upper abdomen noted the filter in place and a retroperitoneal hematoma. An exploratory laparotomy was performed that identified one of the filter struts perforated the testicular vein and had caused a lot of bleeding. The strut was then clipped with wire cutters and the vein was tied off. Approximately nine days post filter deployment, a new collection of blood and fluid had developed. Approximately one month one week post filter deployment, the patient was discharged to a rehab center. Approximately two months one week post filter deployment, the patient had a CT scan of the upper abdomen which noted the filter to be in place within the inferior vena cava. Approximately one year six months post filter deployment, the patient underwent laparoscopic lysis of adhesions and laparoscopic repair of chronically incarcerated incisional hernia with mesh. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information received: it was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and as a preventative measure after a surgical procedure. At some time post filter deployment, it was alleged that filter strut(s) detached and perforated into organs. The filter strut(s) were removed via an open abdominal procedure. Additionally, it was alleged that the plaintiff experienced bleeding, kidney failure, and pulmonary hypertension. The plaintiff subsequently expired.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical records review: the hospitalized patient at high risk for deep vein thrombosis/pulmonary embolism and contraindication to long-term anticoagulation had a vena cava filter deployed on hospital day eight. Approximately eight days post filter deployment, the patient experienced abdominal pain, pelvic pain, and a drop in hematocrit. CT scan of the upper abdomen noted the filter in place and a retroperitoneal hematoma. An exploratory laparotomy was performed that identified one of the filter struts perforated the testicular vein and had caused a lot of bleeding. The strut was then clipped with wire cutters and the vein was tied off. Approximately nine days post filter deployment, a new collection of blood and fluid had developed. Approximately one month one week post filter deployment, the patient was discharged to a rehab center. Approximately two months one week post filter deployment, the patient had a CT scan of the upper abdomen which noted the filter to be in place within the inferior vena cava. Approximately one year six months post filter deployment, the patient underwent laparoscopic lysis of adhesions and laparoscopic repair of chronically incarcerated incisional hernia with mesh. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately eight days post filter deployment, an exploratory laparotomy was performed. Intraoperatively, it was identified that one of the struts perforated the testicular vein and caused a lot of bleeding. The strut was then clipped with wire cutters and the vein was tied off. Therefore, based on the provided medical records the investigation can be confirmed for perforation of the ivc wall. However, the investigation is inconclusive for the alleged filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information received: it was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and as a preventative measure after a surgical procedure. At some time post filter deployment, it was alleged that filter strut(s) detached and perforated into organs. The filter strut(s) were removed via an open abdominal procedure. Additionally, it was alleged that the plaintiff experienced bleeding, kidney failure, and pulmonary hypertension. The plaintiff subsequently expired.